Event description:
Reportedly, during a regular follow-up on (B)(6) 2023, measurements showed an increase in pacing-sensing impedance from 500o to 1500o, rv coil from 600o to 1500o, and svc coil from 500o to 1600o. Changing the body positions resulted in sensing failure and ventricular pacing spikes. After (B)(6) 2023, the me will check again and consider additional ICD lead insertion and lead removal. I asked the sales rep to provide the patient files.

Manufacturer narrative:
The provided patient files dated (B)(6) 2023 revealed that since (at least) (B)(6) 2023, an increase of the pacing impedance and coil impedance (svc and rv) of the ventricular lead was observed. Since no episodes were recorded on the defibrillator memory, no conclusive statement on the root-cause could be drawn. However, the observed electrical issues are suggestive of a lead issue. It should be noted that a field safety notice was issued on iso line leads in january 2013 related to internal insulation breach.